Event description:
A report was received that the patient showed signs of infection and was administered antibiotics. Symptoms included the patient feeling unwell. Following the antibiotics, the patient showed no signs of change and he was admitted to the hospital. The physician concluded that the patient had an ipg pocket infection and the entire system would be explanted. The patient showed signs of confusion and was hospitalized overnight. The physician was unsure if the pocket site infection was device or procedure related. Upon follow up, the patient was recovering and reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.